Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: nephrectomy. According to the reporter: during use on pt a doctor found the articulation part of the device was broken. The nurse states it is unk if all the broken parts could be retrieved from the pt or not.